Event description:
This is an international report received by baxter (B)(4) from the customer. It was reported that the patient noticed a leak from his transfer set. The home patient (hp) identified the leak being related to the titanium adapter not fitting tightly with the transfer set. The patient visited his doctor and the leaking transfer set has been replaced with a new one. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510 number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This complaint for leak is not confirmed and the cause was not identified.